Event description:
A customer reported that their pump battery was not charging, despite trying multiple power sources and troubleshooting steps. There was no adverse impact to the customer's blood glucose level. Customer reverted to using multiple daily injections (mdi) as a backup therapy.